Manufacturer narrative:
This incident did not occur within the european economic area and did not involve corrective action. This incident has been determined not to be a mdv reportable incident. Product recall was initiated august 21, 2007. (B) (4)

Event description:
On (B) (6) 2007 - pt received surgery on her left knee, acl reconstruction using a calaxo screw. She experienced swelling and discomfort. Seventeen months after surgery she still felt pain. Two years later, she still complains of discomfort along her left proximal tibia. Her diagnosis is a left tibial cyst.